Event description:
It was reported that the subject device exhibited a e226 (scope communication error). This issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.